Manufacturer narrative:
(B)(4). Device investigation could not be performed. Lot history review revealed no anomaly with this product lot, no other similar event report has been received. With the provided info, it is presumed that the reported dissection may be possibly contributed by the physician's technique and/or use environment, however could not be identified. Since all the shipped products are inspected in the production process for meeting the products specifications and shipping criteria, there is no indication of a product deficiency. In the warning section of the IFU, vessel dissection is written as possible adverse events.

Event description:
Reportedly, to treat heavily calcified lesion at #2 rca, other company 2 guidewires advanced through 2nd septal branch via retrograde approach, but failed to cross, subject guidewire was advanced instead and crossed lesion but guidewire tip was trapped in lesion. Micro catheter and dilatation catheter were advanced over the guidewire for bail out of guidewire, but unsuccessful. Keeping the guidewire in the 2nd septal, another unk guidewire was advanced retrograde manner via 1st septal, and during the attempt to cross the target lesion, pt. Complained the chest pain. Angiogram indicated vessel dissection at #6-#7, 99% stenosis due to hematoma and bloodflow delay. Cutting balloon catheter was advanced to #6-#7 for revascularization, and upon removal of subject guidewire blood tissue was found attached on the guidewire, the dissection was treated by deploying a stent. Procedure was completed by antegrade approach manner and by deploying a stent at the target. Pt was discharged without complication 4 days after.